Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-190mg/dl fasting. Verified the strips expire 01/30/2018. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer confirms the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 199mg/dl and 157mg/dl fasting. Reviewed meter memory: 178mg/dl, (B)(6) 2015, 10:42:00 am, fasting: yes; 459mg/dl, (B)(6) 2015, 08:24:00 am, fasting: yes; 600mg/dl, (B)(6) 2015, 11:58:00 pm, fasting: yes; 285mg/dl, (B)(6) 2015, 04:0:00 pm, fasting: yes; 173mg/dl, (B)(6) 2015, 12:30:00 pm, fasting: yes.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
(B)(4). Product not yet returned.